Event description:
A pump declared a cartridge alarm 20a during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance but was unsuccessful due to recurring alarms. As a result, technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections as backup therapy.